Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer could not recall any significant event leading to this alarm and stated that the insulin pump was vibrating and not responding to button presses. The blood glucose reading was not known. Nothing further was reported.